Manufacturer narrative:
Concomitant product : 6947-65 lead, implanted (B)(6) 2009.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation due to the left ventricular lead. The lead also had high threshold. It was also reported that the device had premature battery depletion. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.